Event description:
Patient was revised to address poly wear.

Manufacturer narrative:
Evaluation was not possible, as the product were not returned. Product information required to search the complaint database by manufacturing lot was not provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear without the products to examine; however, polyethylene wear after approximately 16-years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.